Event description:
On (B)(6) 2009, pt reported an e7 (electronic error) on his backup infusion device. Pt stated the infusion device has been stored for 6 months without a battery. He stated he had the battery out of the device before the call for more than 3 minutes and when he put the battery back in, it gave him an e2 (battery depleted) alert. Pt reported he did not receive an a2 (battery low) alert prior to the e2. Was unable to check the alert history due to e7 alert was going off again and pt was not able to clear it. Pt reported he put in a new battery and again he received the e7 alert. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt stated he has insulin shots to use until he receives the new infusion device. Product was replaced and requested return of suspected product for eval.